Manufacturer narrative:
Approximate age of device ¿ 5 days. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after approximately 5 days of support, a pump exchange was performed due to flow obstruction. Prior to the pump exchange, echocardiography showed thrombus in the left atrium. The patient is hemodynamically stable. No additional information was provided.

Event description:
Additional information: it was reported that warfarin was never started after implantation. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of thrombosis could not be confirmed and no device-related issues were discovered during the evaluation of (B)(4). Review of the event log file retrieved from (B)(4) showed that the mean pump flow values were above 2.5 lpm from (B)(6) 2018 at 12:47:44 (the implant date) until (B)(6) 2018 at 12:24:10. From 12:24:10 through 12:24:14, mean pump flow decreased from 2.0 lpm to 0.0 lpm where it remained for the final 2 hours and 14 minutes of data until the pump was powered down on the explant date. Despite the low flow condition, the downloaded lvad log file data appeared to show the pump operating as intended. The evaluation of (B)(4) did not identify a device-related issue that would have contributed to the low flow events captured in the log file data. (B)(4) was returned assembled with the pump cable severed approximately 8 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned detached from the pump outflow with the outflow graft bend relief detached from the graft attachment. The cuff lock was partially disengaged and the apical cuff was not returned. Examination of the returned sealed outflow graft material revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed a trace amount of post-explant blood within the inflow cannula lumen, in the pump cover, and in the rotor well. The evaluation found no evidence of any developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Lvad flow obstruction and thromboembolism are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.